Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported after wearing the pod for longer than 48 hours on the arm, it was noted that the site was pink/purple, irritated and there was a dark red 2 inch thick circle around the pod. The patient also stated feeling pain at the infusion site. The patient's blood glucose levels were in normal range 180- 216 mg/dl (10-12 mmol/l) and began to increase on the third day of pod wear. The patient visited (B)(6) medical in order to treat the infection. The patient was prescribed an antibiotic called cephalexin (4 tablets per day until prescription complete) and was provided a cream (apply 2 times per day). When starting on the antibiotic, the patient noted drainage.